Event description:
This is the nurse advocate charging system. Battery or battery charger sparked and caught fire. Battery was destroyed and unable to read serial number. Serial number of charger noted in report. Two charging stations damaged as a result. Like models of batteries lot #'s: 311801313021259 in adjacent charging station; 311801313050208 next to one catching fire. Other serial numbers not readable, model # mobius is 8116270. Size of battery 10.95 volts, 26.5 amp hours, 290.18 watt hours.======================manufacturer response for battery and battery charger, stinger medical mobius power (per site reporter).======================field tech from ennovate medical on site. Field tech updated firmware of charging stations throughout hospital. Five charging stations total that were updated.